Event description:
It was reported, the patient felt stimulation in her stomach rather than her legs following a colonoscopy a month ago. It was stated that the patient experienced soreness at the pocket site and her upper back. It was also stated that the patient¿s upper back was described feeling like a ¿piece of steel wool.¿ the patient denied any swelling, redness, or warm that the pocket site. It was mentioned that the patient felt a lump, but was uncertain if it was from the implantable neurostimulator (ins). It was further stated that the patient¿s lips swelled up and broke out when she came home after the surgery. It was added that the patient had a ¿#2 day and night, but could not control it.¿ the patient had reportedly gotten control back since then. It was noted that the patient changed her medication on (B)(6) 2013 (occurred after colonoscopy). It was also noted that the patient was given ¿#7.535¿ percocets (was prescribed 4 #10s in a day, but patient stated she could not take that many). It was also reported that the patient was currently on group b at 6.10 volts on program on 1 and 2. It was stated that if stimulation was increased on program 1, stimulation was felt in her stomach. It was also stated that if stimulation was increased on program 2, stimulation was felt in her back. It was further stated that the patient was now at 5.90 volts on program 1 and 6.40 volts on program 2. The patient reportedly felt more comfortable at these settings. It was noted that the patient had an appointment on (B)(6) 2013 and would like the manufacturer representative to be present.

Manufacturer narrative:
Product ID 37754 lot# serial# (B)(4); product type recharger product ID 3550-39 lot# n310992, implanted: 2012 (B)(6); product type accessory product ID 3778-45 lot# serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744 lot# serial# (B)(4); product type programmer, patient product ID 3778-45 lot# serial# (B)(4); implanted: 2012 (B)(6); product type lead. (B)(4).